Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test, and unexpected restart alarm test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. The device passed all operating currents tested within the specific range and passed off no power test. The device monitored and tested with no unexpected battery out limit alarm noted. The device had a cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, and minor scratches on the display window noted. The device had a drive support cap that was inspected and no anomaly was noted. Unable to confirm broken belt clip due to pump received without a belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, no delivery, and battery out limit. Customer's blood glucose level was 500 mg/dl. The customer corrected her blood glucose level with a manual injection. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.